Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taking prednisone and requested assistance with changing the basal settings. The customer's blood glucose level was 350 mg/dl, and was addressed with a correction bolus. Tandem technical support assisted with successfully adjusting the desired settings.